Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2007. According to the complainant, after the procedure, pt was given prosed ds to treat bladder spasms and to treat urethral discomfort. Both the bladder spasms and the urethral discomfort are noted to be moderate in intensity. The pt's dysuria started in 2008, no treatment was required. The procedure was completed with this prolieve thermodilitation kit. The pt's condition was reported as "on-going", as further medical intervention is required.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted.